Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 occurred on an amia automated pd system. This event occurred during setup while the patient was not connected. The technical service representative (tsr) explained the alarms to the patient. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned for the reported issue of air in the line. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and failed due to infestation. The evaluation was terminated due to infestation and no testing can be performed due to possible contamination of equipment. The reported problem could not be verified due to the infestation. Device identified to be scrapped for infestation. Should additional relevant information become available, a supplemental report will be submitted.